Event description:
It was reported to boston scientific corporation that a patient underwent a transobturator mid-urethral sling procedure in 2006 with a boston scientific corporation advantage sling system. During the procedure, the physician inadvertently perforated the patient's bladder with the trocar. The procedure was completed and the patient was kept overnight for observation. The patient was released the next day. A foley catheter was placed for one week for further assistance. A full recovery is expected.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. A search of the complaint database for similar complaints related to the product family was conducted; no additional complaints have been recorded. A lot history search was performed and found no other complaints have been reported from this lot. The 2007 15-month mid-urethral sling complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit.